Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found problem in drive manifold. The fse reconnected drive manifold and checked that all functions were working properly. The unit was returned to the customer in good working order.

Event description:
N/a.

Manufacturer narrative:
Corrected field: h5.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5).

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check performed by the customer, the cs100 intra-aortic balloon pump (iabp) was showing a low vacuum alarm. There was no patient involvement.